Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event. The company representative disabled the vitrectomy probe setup screen on all doctor's irrigation/aspiration functions. The system was then tested and met all product specifications. There was no sample returned for evaluation. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause is unk at this time. An internal investigation was opened to address the issue of no irrigation/aspiration during vitrectomy mode. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).

Event description:
A biomedical engineer reported a system message was received. Add'l info was requested. Add'l info was received reporting the system message occurred during a procedure. There was no flow to the vitrector tubing. The tubing was switched out and the procedure was completed with no harm to the pt. There was a reported delay of 5 minutes.